Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, the tubing coming from the cylinders was found to be fractured. There were no patient complications reported.